Manufacturer narrative:
Date of event is estimated. An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient was unsure if ipg was placed in surgery mode prior to the patient undergoing an unrelated surgical procedure in march 2021. It was observed recently that the ipg would not communicate with external devices. Troubleshooting was unable resolve the issue. No intervention is planned at this time.